Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2023, the patient experienced dilated pupils, confusion, erratically breathing and was having hallucinations.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced dilated pupils, confusion, erratically breathing and was having hallucinations. The cgm was reading 7.0 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was treated by the parents with lucozade and recovered after 45 minutes approximately treatment. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.